Manufacturer narrative:
Hardware low level failures alarm (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm during rewind. Blood glucose level at the time of the incident was not provided. Customer was able to clear the alarm and complete the rewind process. Customer received the alarm again during self-test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.